Event description:
It was reported that the patient charged for three and a half hours with all the efficiency bars filled in and the implantable neurostimulator (ins) battery level did not increase. It was noted that the patient stated that they had to put pressure on the antenna in order for the ins to charge. It was noted that the programmer worked fine. It was noted that the recharging issues are since a fall. It was noted that since the fall it felt like the battery was sticking out on the left side. It was noted that the fall was a couple weeks ago. It was noted that the heath care professional (hcp) said that the battery did not need to be checked because the programmer was working and the stimulation sensation was the same. It was reported that the patient was able to use the patient programmer. It was noted that the ins battery was low. It was noted that the patient fell down the steps a couple weeks ago. It was noted that one side of the ins felt as though it was sticking out of the back more than the other side.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).